Event description:
The user facility reported the bag holding the csf drops if the unit is holding more than 500 ccs. The bag is being held by the spring clamp but not by the provided velcro strap. The hospital does not have the product, they threw it out. There was pt contact but no injury was reported.